Manufacturer narrative:
Investigation - evaluation a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The lot number for this complaint cannot be confirmed, although the user has suggested three potential lot numbers. A review of the complaint history did not reveal any complaints for the three suggested lot numbers. The user reported that the complaint device is not available for return because it was discarded. Photos, procedure reports, and imaging were requested, but could not be provided by the facility. As per the instructions for use (IFU), the hydrophilic coating should be activated when inserting this device and manipulation of the device requires imaging guidance. The catheter and stiffening cannula are mated per manufacturing instructions and are inspected for fit. There is no definitive evidence these devices were not manufactured and inspected to specification. The stiffener is designed to be compatible with the catheter. Based on the provided information a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient with intra-abdominal abscesses was undergoing placement of a ultrathane mac-loc locking loop multipurpose drainage catheter via transcutaneous puncture. The device was placed under ultrasound guidance. The physician was then unable to remove the "catch." A second physician was able to successfully remove the entire device and exchanged it for a new device. The customer examined the removed initial device and stated that the "latch does not leave the inside of the catheter. " the patient reportedly lost an unspecified amount of blood resulting in a "2 point decrease" in the patient's hemoglobin count. The patient reportedly required a blood transfusion; the quantity was not provided. The event reportedly also resulted in the development of a fistula. No further event or patient information is available. The device is not available for evaluation.